Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced pain with device use resulting in the decision to explant the device on (B)(6) 2018.